Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting the trunk cable to the dn were pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging wires in the cable. Additionally, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the strained cable was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG electrode's were non-functional.